Manufacturer narrative:
The actual broken device was not returned for review. Sterile samples from the same reported lot were not returned for testing/review. A retained sample from the device history record was visually reviewed and ductility tested. No defects were observed. The needle met the specifications including the ductility requirements (bend testing) for this size/type needle device. A review of the device history records was performed for the finished good devices and the raw material components. No quality issues were noted throughout the incoming inspection, manufacturing, in-process or final inspection processes. The bending, fracturing or breaking of a needle can occur when needles are gripped with a needle holder/forceps at the swaged area and/or near the tip of the device. The stress at the gripped area may exceed the maximum stress of the material resulting in bending and/or failure (broken needle). The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without reviewing the actual broken device, magnified photos of the broken device or receiving details regarding the tools utilized to grasp the needle device or the surgeon's technique, a definitive root cause cannot be determined at this time.

Event description:
During a punch biopsy on the scalp the needle broke off and the missing segment could not be located. The incision was closed and patient was released. The patient was notified to return and have a xray to confirm the needle was not located under the skin. The radiologist confirmed the needle was present over the right frontal bone in the soft tissue and required re-surgery to remove the retained device. An excision was performed in the office rather than the (B)(6) emergency room. Patient presented (B)(6) 2019 with pain and a culture was performed. She was administered antibiotics and pain medicine. On (B)(6) 2019 the patient returned with facial swelling and was taken off current medicine and changed to another. On (B)(6) 2019 sutures were removed and the patient was noted to have developed erosive pustulosis of the scalp and was treated with a topical steroid in office. Patient was seen at a later date for another reason and was noted to show improvement. No additional details were provided.